Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly . There are warnings in the package insert that state that this type of event can occur. "Early or late postoperative, infection, and allergic reaction." This report is number 3 of 3 mdrs filed for this event (reference 1825034-2013-01391 / 01393).

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2002. An incision and drainage was performed (B)(6) 2011 due to infection. No further information has been provided.